Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the ostium lad with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Device evaluation summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 15th distal stent wraps with struts raised. . No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.